Event description:
It was reported that during surgery the old battery that was explanted was depleted therefore it wasn¿t until the new battery was connected to the lead that the high impedance was found. Diagnostics were performed 4-5 times showing 9000 ohms. They have verified insertion past second connector block and ensured nothing in head receptacle visually. Test resistor verification via generator diagnostics was performed showing impedance with 4000 ohms. As the generator is functioning properly this is indicative of a lead issue. Lead was revised. Explanted suspect device has not been received to date. No additional relevant information has not been received to date.